Manufacturer narrative:
All available information was investigated, and the reported leaking valve was confirmed via device analysis. Additionally, it was observed that the sgc hemostasis silicone valve was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and returned device analysis, the cause of the observed torn valve was unable to be determined. The reported leaking valve is due to the observed torn valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the preparation, steerable guide catheter(sgc) was unable to hold column when the dilator was inserted. Troubleshooting was performed thrice and was unsuccessful. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.